Manufacturer narrative:
(B)(4). Eval, results/conclusion: severly calcified and moderate tortuosity vessel.

Event description:
An aneurx stent graft system was inserted into a pt for the treatment of an abdominal aortic aneurysm. The vessel morphology was that the aorta was severely calcified and moderate tortuosity. It was reported that the device could not be advanced to the intended landing zone. The device was removed from the pt with out issue. There was a kink in the stent graft delivery system. The physician changed the guide wire and another talent device was used to complete the cause. The delivery system was discarded by the user facility. No clinical sequelae were reported and the pt is fine.